Manufacturer narrative:
Model number/catalog number: 72404131. Serial number: n/a. Batch/lot number: 1100759624. Model/catalog description: cuff. Unique identifier (UDI) # (B)(4). Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 1100768162. Model/catalog description: pump. Unique identifier (UDI) # (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence and the device was not working properly. A scan was performed, and fluid loss was observed. During removal of the balloon, a hole was noted near the junction of the balloon; air was present in the remainder of the system. As a result, the device was explanted and replaced. No further patient complications were reported.